Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger had a broken/bent/loose connector pin. No out of box failure was reported. The rep had not met with the patient and the rep was going to request the patient call in to patient services. No symptoms or further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 37761 lot# serial#(B)(6) implanted: explanted: product type recharger h3: analysis of the desktop charger (B)(6) revealed that the pins were broken. H6: fdr 3252 and fdm 10 and fdc 4315 apply to the desktop charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they contacted repair about their defective part, but they had not received it yet. Caller believes it is the patient's desktop charger which has a damaged/ frayed cord. Attempts to conference patient in on call were unsuccessful. The rep/patient called back and stated that states that the dtc connector pin had come completely off of the end of the cord. Patient services consulted with repair from reviewing prior case notes and confirmed that there hadn't been any replacement dtc requests. It had been well over a year. During the call, the rep instructed the patient to let him know when the their next appointment at hcp was so he can be there to get the device out of od. Patient services was under the the impression that due to the broken dtc, the patient has been unable to charge the insr in order to charge the ins, therefore causing the od. They called back on 03-02 stating they had not received the package yet. The delivery service had attempted to deliver but no one was there to answer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type; recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.